Event description:
Customer reported leaking of set was noticed from a crack in the accuslide. There was no patient harm. No additional information was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's report of set leaked from a crack at the accuslide was confirmed. The set was visually inspected and a crack line was visible on the top base of the accuslide subassembly. The root cause was determined to be a supplier issue during the molding process. Review of the lot history record did not identify any quality issue noted during production build of this model.